Event description:
It was reported that 1 device got stuck and failed to open and 1 device failed to fire. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2023. D4: batch # 299c80. Additional information was requested, and the following was obtained: 2. Please provide more details of each device malfunction. According to emelia the surgeon battled to open the device after firing and in the 2nd instance, the device half fired and failed to continue firing. 3. Did the device deliver any staples? Yes. 4. If yes, were the staples formed properly? Not sure. 5. If yes, was the staple line complete? Not sure. 6. Did the device cut? Yes. 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Not sure. 8. Was there any difficulty opening the device? Yes. 9. If yes, how was the device removed from the patient? Eventually they managed. 10. If yes, did the jaws eventually open? Yes. 11. Could you please clarify if there was any patient consequences? None.. 12. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? None. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a gst60g reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 299c80, and no non-conformances related to the reported complaint condition were identified.